Event description:
It was reported that a minicap transfer set leaked; further described as "iodine leak". This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed and a damaged female connector was observed. Functional testing including clear passage and clamp function testing were performed and no issues were observed. The set was leak tested with an in-lab minicap attached to the female connector and a leak was observed beneath the minicap. The reported condition was verified. The damage to the female connector was determined to be the cause of the reported leak. The cause of the damage was determined to be manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.